Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the head was not working, it was unable to interrogate devices and failed its uplink tests. It was further noted that its cable insulation was damaged and that it passed functional and bench tests when using a known good cable. The head was to be sent on for repair and restock.

Event description:
It was further reported that the head was returned for service.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency (rf) head would not work. The issue was resolved by switching to a different rf head. The reported rf head was returned for service. No patient complications have been reported as a result of this event.